Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 - brand name - previous brand name: servo-air, - corrected brand name: base unit, servo-air d4 - version or model # - previous version or model #: servo-air, - corrected version or model #: 6882000 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated on site by our field service engineer. Review of the provided device logs revealed that the unit failed o2 cell test during the pre-use check indicating that o2 concentration in the o2 supply was too low. Issue resolved by replacing the o2 cell. However, no part returned for investigation. Therefore, no root cause can be established. The o2 concentration is measured by an o2 cell. The o2 cell is mounted in a housing on the inspiratory channel and is protected by a bacteria filter. The o2 cell gives an output voltage proportional to the partial pressure of oxygen inside the inspiratory pipe. At constant ambient pressure this output is proportional to the o2 concentration in percent. The life time of the cell is affected by the o2 concentration. With a concentration (at the cell) in % and expected cell life time in hours the following applies at 25 ºc (77 ºf): expected cell life time = o2 conc (%) x time (h) = 500 000 (%hours) the o2 cell is automatically calibrated each time a pre-use check is performed (if o2 is connected to the system). If the system has been in use continually for a long time, the measured o2 concentration may drop due to normal degradation of the o2 cell. This will activate a nuisance alarm.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).